Event description:
The customer reported the system shutdown without command. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A battery was replaced. The system was then found to be operating as intended.